Event description:
Dr. Called concerning 10 of his pts over the last yrs that have developed colitis after endoscopy treatments. He stated that he uses welch allyn scopes and cidex 28 day solution as the disinfectant. The pts were treated with anti-spasmotic and medrol dose packs. The dr. Indicated that they did not have a validated protocol for rinsing and leak test in place.